Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the reported no communication error message was not duplicate. The camera was working as it should. Only observation was that the image had two dead pixels. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use when the device was plugged in there was received a no communication error message. There is no patient involvement and no harm reported t any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image/two dead pixels could not be identified. Olympus will continue to monitor field performance for this device.